Event description:
Technician alleged that the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech replaced the sidecom board and nurse call button and the hand control. The tech also found the side rail nurse call button not functioning. No further info is available on the repair of the bed at this time.